Manufacturer narrative:
H10: the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the use under emergency use authorization eua# (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with a prismaflex st150, there was an external blood leak from deaeration chamber on blood line set. A crack was noted in the deaeration chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.